Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker's battery longevity dropped to one year within seven months. Boston scientific technical services (ts) discussed with the patient the possible reasons that could impact the device battery and referred patient to the physician. An attempt to obtain additional pertinent information was unsuccessful. This pacemaker remains in service. No adverse patient effects were reported.